Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be reached by phone for additional information. The patient reported that the alleged inaccuracy issue first occurred at 6:30am on (B)(6) 2014. At this time the patient obtained a ¿high glucose ¿ above 600mg/dl¿ message with the subject meter which they stated was higher than their feelings and/or normal results. The patient manages their diabetes with insulin pump therapy, and as a result of receiving this meter message they administered an additional ¿12.75 units¿ of novalog insulin straight away. 90 minutes later, at 8am, the patient felt ¿dizzy, lightheaded and sweaty¿. It would have been beneficial to know what type of treatment, if any, the patient sought as a result of these symptoms, but this information was not provided. The patient¿s blood glucose was measured on another, unknown, meter at 8am and a blood glucose reading of ¿50mg/dl¿ was obtained. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter. The patient was walked through performing a control solution test and the result did not fall within the acceptable control solution range for the test strip lot being used. Replacement products were sent to the patient. This complaint is being reported because the patient claims they obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.